Manufacturer narrative:
It was indicated the ICD would not be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during this routine device replacement procedure, difficulty was experienced connecting the new implantable cardioverter defibrillator (ICD) and the chronic competitor right ventricular (rv) lead. In attempts to connect the ICD and rv lead, the silicone of the rv lead became damaged. The rv lead exhibited pacing impedance measurements of greater than 3,000 ohms. The rv lead was repaired and connected to the ICD again. The rv lead exhibited shock impedance measurements greater than 200 ohms. As a result, the ICD was not successfully implanted and the competitor rv lead was surgically abandoned. A new device and rv lead were successfully implanted. No adverse patient effects were reported.